Manufacturer narrative:
A visual examination of the returned device found no visible defects. Functionally, the jaws were able to be opened and closed without issue. However, when the handle was actuated, the device lacked tension on the bite. The handle was disassembled for further analysis which found that the pull wires were not tensioned properly. Additionally, the hypotube inside the handle lacked the characteristic marks which would indicate that the tensioning process had been performed. The condition of the returned incident device was not consistent with the complaint that the jaws failed to close completely. The complaint was not confirmed. However, the evaluation found that the pull wires were not tensioned properly so the unit lacked tension on the bite. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws would not close completely. The account reported that the jaws appeared misaligned. No additional device damage was visible. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Concomitant medical product - olympus scope gif. No code available (won't close) (B)(4) the reported event of jaws won't close. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the jaws would not close completely. The account reported that the jaws appeared misaligned. No additional device damage was visible. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.